Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations had experienced slowness during user login. The technical support specialist found no issues on the es side. A review of the es and station logs revealed latency with the customer controller. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had slowness with multiple station when user tried to login. Customer reported after inserting username and ID, it took long time to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.